Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that fluoroscopy is failed. After reviewed the log file and did some functional test fse found the generator software was red in fsf. It was suspected that the kv-ma unit issue caused the generator boot up failed. Fse replaced the kv ma control and performed the system adjustment. After replacement of kv ma, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that system would not produce x-ray. The device was in use at the time of event. No harm has been reported to philips.